Event description:
Info received indicates the bed is locked in the brake position when the brake pedal is in the neutral position.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.